Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for evaluation: yes. D9: returned to manufacturer on: 2023-02-22. H.6. Investigation summary: bd received 50 samples and 2 photos for investigation. The photos were reviewed and the indicated failure mode for sleeve leakage was observed. Additionally, 15 of the customer samples along with 15 retention samples from bd inventory, were evaluated by functional testing and the issue of sleeve leakage was not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode sleeve leakage. Bd was not able to identify a root cause for the indicated failure mode.

Event description:
It was reported that during use with bd vacutainer® eclipse¿ signal¿ blood collection needle sleeve leakage occurred. There was no report of patient or user impact. The following information was provided by the initial reporter: due the blood collection leakage starts and blood occurs in the holder. This had been seen several times due the collection of blood. Staff is used to the product. Incident occurred during use. The rubber cover of the back needle does not retract correct and leakage starts in the holder.

Event description:
It was reported that during use with bd vacutainer® eclipse¿ signal¿ blood collection needle sleeve leakage occurred. There was no report of patient or user impact. The following information was provided by the initial reporter: due the blood collection leakage starts and blood occurs in the holder. This had been seen several times due the collection of blood. Staff is used to the product. Incident occurred during use the rubber cover of the back needle does not retract correct and leakage starts in the holder.

Manufacturer narrative:
H.6. Investigation summary: bd had not received samples, but 2 photos were provided for investigation. The photos were reviewed and the indicated failure mode for sleeve leakage was observed. Additionally, 15 retention samples from bd inventory were evaluated by functional testing and the issue of sleeve leakage was not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode sleeve leakage. Bd was not able to identify a root cause for the indicated failure mode.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that during use with bd vacutainer® eclipse¿ signal¿ blood collection needle sleeve leakage occurred. There was no report of patient or user impact. The following information was provided by the initial reporter: due the blood collection leakage starts and blood occurs in the holder. This had been seen several times due the collection of blood. Staff is used to the product. Incident occurred during use. The rubber cover of the back needle does not retract correct and leakage starts in the holder.